Event description:
It was reported by service report that a portion of the bumper channel was missing exposing sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Bumper channel.